Event description:
Information was received from a patient who was implanted with and implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s previous ins was removed and replaced because it had moved up to the skin. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.